Event description:
Approximately 3 months post-operatively, the patient presented with 2 "restricted" grafts. Both grafts appeared to be kinked just distal to the connectors. The 1st graft (model acn-4550) had a "simple" kink that "straightened out immediately with low pressure" from a balloon catheter. The 2nd graft (model unknown) also appeared kinked and was stenotic, requiring higher pressure to open and perform stent placement. In 12/2001, the pt was readmitted. The 1st graft was kinked and the 2nd was re-stenosed inside the stent. A stent was placed at the kink in the 1st graft and a radiation wire system was also used at the site. A rotablator was used to reopen the 2nd graft and a radiation wire was then used. It is unknown if the kink was the cause of the original stenosis in the 2nd graft.